Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as product has been received and is currently in the evaluation process. A service history of the past three years has been reviewed. The item was previously returned for service on 21-oct-2013 and 24-jan-2014 due to motor failure. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable. The service history evaluation is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: the customer reported the device was inoperable. The repair technician reported the base plate was cracked, and the motor was running slow and making a grinding noise. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on 5-jan-2015. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the service and repair department that two of the hand piece for battery powered driver aren't working properly after being washed improperly. The motor does not run. No additional information is available. This report is 2 of 2 for (B)(4).